Event description:
Vaginal discharge of necrotic material and anerobic vaginal discharge. Admitted to hosp for 11 days. Subsequent septcemia resulting in hysterectomy two weeks post-uae. Continues to experience consistent burning in perineum and bladder. Scarring of bladder. Necrotic tissue found in surgery with bacteria. Continued uti with enteroccus resulting in ic. Continued vaginal discharge of white debris of epithelial cells. Possible vesicovaginal cuff fistula. Intercourse impossible. Interstim implanted with some decreasing pain. Chronic unrelenting bladder and vaginal burning.